Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Was any deficiency or anomaly of the mesh? If yes, please describe it. Onset date/time of the vaginal pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? How was recurrent utis treated? Results? Culture tests if any? What was a cause for mesh excision surgery? Surgical findings? What is physician¿s opinion as to the etiology of or contributing factors to these events ( vaginal pain and recurrent utis)? What is the patient's current status? Were vaginal pain and recurrent utis resolved after mesh excision?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced complications due to mesh, dyspareunia, recurrent uti's and vaginal pain. Maximal excision of 8 cm vaginal mesh was performed on (B)(6) 2019.